Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a software error alarm on the insulin pump. Customer's blood glucose was 15.7 mmol/l. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump error 53 was found in the pump history due to a software error. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.